Event description:
While using the harmonic scalpel it stopped working during the case. Staff attempted to reset it but it would not work. A new one was obtained to finish the case and the malfunctioning one was removed from the sterile field.